Manufacturer narrative:
The device was in use for diagnostic purposes. The product was not returned to perform an analysis; however, a picture of the complaint device was provided by the end user. Based on the photo provided, a piece of material is noted hanging from the tip of the pigtail. The view of the photo shows that this piece of material is still attached to the tip and may be the result of a inadequate cut made during manufacture. A review of the device history record found no rejects during manufacture of this lot number. A review of complaints against this lot number found no additional complaints. The qa in-process and final inspection procedure for this device indicates that the angios is checked 100% for dimensions and function. In process inspection includes an inspection for any foreign material on shaft, dents, flash, discoloration, bumps, cracks, wrinkles, kinks, exposed wires, bad cut, or any other damage under magnifying light. Further investigation is in process by manufacturing to determine root cause. Potential causes of this failure are related to improper or damaged extruded parts or improper manufacturing. Additional information will be provided following further investigation. Potential effects to the patient may include procedural delay, tissue damage or introduction of foreign material into the body. The instructions for use (IFU) informs the user of these possible complications: angiographic catheters should be used by physicians familiar with percutaneous catheter introduction. Complications which may be associated with the use of angiographic catheters include, but are not limited to, the following: thrombus formation/emboli, air embolism, hematoma at the puncture site, arterial wall damage, plaque dislodgement, myocardial infarction, cardiac arrhythmias, infection, perforation of the vessel wall, allergic reaction to contrast media, vascular occlusion, vascular spasm, stroke and death. The user is instructed to flush all devices entering a blood vessel with sterile heparinized saline or similar isotonic solution before use.

Event description:
The customer reported that when introducing a .035 guidewire into the angios catheter, the physician realized there was a small piece of plastic in the catheter's tip. The doctor obtained a new catheter to continue the procedure. There was no report of injury related to this event.

Manufacturer narrative:
Based on the photo provided, a piece of material is noted hanging from the tip of the pigtail. The view of the photo shows that this piece of material is still attached to the tip. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. Based on the photo provided, personnel awareness training was conducted. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.